Event description:
Patient undergoing laparoscopic sigmoid colectomy and during the procedure the eea stapler would not fire. Surgeon had difficulty removing stapler anvil and during process of device removal a perforation occurred. Surgeon was required to re-resect stump where rectum perforated. FDA safety report ID # (B)(4).